Event description:
It was reported that the patient was not getting an adequate coverage. The patient underwent a revision procedure wherein a lead was replaced and moved back up to its original position. The patient was doing well postoperatively, and the explanted lead was not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 18855003

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc2218500; model: sc-2218-50; serial/ batch: (B)(6).

Event description:
It was reported that the patient was not getting an adequate coverage. The patient underwent a revision procedure wherein a lead was replaced and moved back up to its original position. The patient was doing well postoperatively, and the explanted lead was not returned per facility policy. Additional information was received that the patients ipg was also replaced.